Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube and tube lip and window, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.(B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed for a compromised force sensor system and insulin squirted out during the prime. The customer did not recall the blood glucose reading. The customer was unable to exit the "preparing to prime" loop. The insulin pump had not been dropped or bumped and the drive support disk appeared normal. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.